Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was located in the 1st obtuse marginal (om1) with moderate tortuosity and moderate calcification. The unspecified floppy ii guide wire was advanced to cross through the struts of a 3.0 x 24 mm non-abbott stent in the left circumflex artery (lcx) to the om1. However under angiography, it was noted that the coil of the guide wire had become separated from the core of the guide wire. Therefore the floppy ii guide wire was retracted and exchanged for a non-abbott guide wire to successfully complete the procedure. There were no adverse patient effects reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant: stent: nobori 3.0 x 24mm; other: priority pack with co-pilot. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.